Manufacturer narrative:
The insulin pump was received with normal operating currents. Also unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Pump failed self test. During back light check, there was a portion of the el panel that was not lit due to damaged el panel. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had backlight anomaly. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.